Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that a pt on an orthopedic unit was trying to pull himself up in bed using the overhead trapeze when the equipment fell, causing a small laceration to the pt's upper lip. Direct pressure was used to stop small amount of bleeding at the time; pt was treated with ice pack. There was no major injury to the pt who was discharged home on (B)(6) 2010.